Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level at the time of the incident was 190 mg/dl. The customer was disconnected during prime. The drive support cap was damaged. It was advised to discontinue the use of the device and to revert to the back-up plan a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to broken trace. Damage electronic assembly. Missing motor assembly. Unable to perform functional test due to blank display anomaly. Unable to verify a33 alarm due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, end cap broken off and bleeding lcd glass. Unable to verify drive support disk due to missing end cap.